Manufacturer narrative:
Additional information received: the adjudication minutes were received and reviewed. Correction: the complaint is being changed to a not reportable file. The committee disagreed with the report of myocardial infarction (mi). Pre-procedure on, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Post-procedure the nih and the rankin stroke scale scores were unchanged compared to baseline. The patient underwent the index procedure with delivery of the angioguard xp ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the right bifurcation cca. Upon retrieval of the angioguard xp ecgw, no debris was found in the filter. The site reported a 30% final residual stenosis. The procedure was uncomplicated. Following the index procedure, the patient developed chest pain, which was associated and aggravated with hypotension and pressor agents. Decision was made to perform cardiac catheterization with angiography, which was performed on the same date with a finding of a 90% lesion in the cx successfully treated with balloon angioplasty and placement of a stent. Based on the additional information received; the patient¿s medical history of unstable angina class iii/IV, dyslipidemia, chf, diabetes, cad, percutaneous coronary intervention, and hypertension; the finding of a 90% lesion in the cx successfully treated with balloon angioplasty and placement of a stent; and the recommendation from the (B)(6), the complaint is being changed to a not reportable complaint.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15738466 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the right common carotid bifurcation target lesion during the study index procedure. A 6 mm. Angioguard embolic protection device was used. The residual stenosis was 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The target lesion was reported to be: an 82% stenosis, 21 mm. In length, absent of thrombus, mildly calcified/tortuous, and eccentric. The lesion was pre-dilated. Post-procedure the patient was reported to have experienced an adverse event of a myocardial ischemic event/ myocardial infarction (mi). There was no reported new st elevation. Coronary angiography was performed. The event was not related to a cordis product and was related to the index procedure.